Event description:
The following has been reported: error 45-0002 lcd voltage. The fault was diagnosed in a faulty connecting flat cable of the electronic boards (cable between the display and the cpu board). The defective part was replaced with a new one. Quality control performed after repair, device is functional and safe. Quality control certificate included in attachment. Faulty part sent. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. Investigation revision : following reception of new information (there has been no maintenance before). The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the reported event was solved with the change of the ribbon cable between the display and the cpu board. The quality controle performed after the change confirmed that the pump functioned correctly. The defective ribbon cable and was sent back to brézins for further investigation. The visual inspection confirmed the damage on the cable. The reported event is confirmed as it has been reproduced during testing but the root cause is likely related to improper handling during manufacturing with the cable in the wrong position when closing the device. This information has been transferred to manufacturing team. This complaint was added in our trend for statistical follow up. To our knowledge this complaint is not being related to patient safety. This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.